Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required a magnetic resonance imaging (MRI) scan and the implantable pulse generator (ipg) could not be programmed to asynchronous pacing. The right atrial (ra) lead was noted to have a rising and high impedance value and and high thresholds.the MRI has not been carried out. Reprogramming was carried out. The device and lead remain in use. No patient complications have been reported as a result of this event.